Event description:
It was reported that the pump screen went blank unexpectedly and needed to be plugged into a power source to turn back on; however, no power source alert was present in pump history before the shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl with the specific value unknown, labeled as "high," and a correction injection was administered via multiple daily injections (mdi). The customer did not require assistance from third parties, and no shutdown alarm was present prior to the event. Technical support educated the caller about necessary steps post-reset and resolved to replace the pump while the customer continued to use the current pump and planned to consult their endocrinologist before making decisions about an out-of-warranty loaner pump.